Event description:
It was reported by service report that the load cell is giving false readings; the weight is drifting. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load cell.